Event description:
Patient was in operating room for craniotomy. Blood sent for inr (international normalized ratio) and ptt (prothrombin time). Lab reported results which demonstrated prolonged bleeding times and patient surgery was stopped and interventions started to correct coagulopathy. Alternative intervention performed to address subarachnoid hemorrhage. Later found that lab machine was reporting erroneous results.